Manufacturer narrative:
(B)(4). Date sent: 02/05/2021. D4: batch # u5dg7t. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received fully fired. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. It should be noted that product failure is multifactorial. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4).batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colectomy, the knife moved all the way but stopped moving back to home position at the first firing of feea. The device was used on the jejunum. The cartridge color was blue. The knife was returned by knife reverse switch. The device cut the tissue and the staples formed properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.